Event description:
Customer reported no images on monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded cal files and reseated the lemo cable plug. System operates as intended.